Event description:
The customer alleged that she performed a control test and received a result of 53 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement products were sent to the customer.